Event description:
It was reported that the customer was hospitalized due to high blood glucose of 609 mg/dl. It was stated that the insulin pump smells to insulin. Troubleshooting was performed. It was stated that the customer was not using proper rotation method. Advised the customer to speak to her doctor about the scar tissue and cannula length as the customer has experienced pain upon the insertion and having a bent cannula. Advised that a replacement of the insulin pump will be sent. Instructed the caller that the customer should revert to back up plan. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.